Event description:
The physician was attempting to treat a lesion with a 2.25x30mm endeavor resolute drug eluting stent in the middle of the lcx. It was reported that during the procedure the device failed to cross the lesion due to calcification. The tip of the device was damaged upon removal from the patient. It was reported that the device was prepped before use. The doctor decided to not continue the procedure and suggested bypass surgery. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was returned off the delivery system. Crimp impressions were evident along the balloon. The stent was severely stretched and deformed. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: lesion morphology (calcified target lesion). Deformation problem (stent deformation). Inherent risk of procedure (stent deformation <(>&<)> failure to cross). Conclusion results: lesion morphology (calcified target lesion) 22 - inherent risk of procedure (stent deformation <(>&<)> failure to cross). (B)(4).